Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead was not connected well in the device. The device was reprogrammed to turn the svc coil off and the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).